Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that during a routine device exchange the right ventricular (rv) lead showed high impedance on the lead's defibrillation coil and measured "none" on the lead's superior vena cava coil when connected to the newly implanted device. The lead had tested appropriately while connected to the patient's previously implanted device prior to the procedure. A lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.